Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the lid reed switch was intermittently stuck in the closed (shorted) position when the lid was opened. This caused the device to act like it was not powering on when the lid was opened. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device did not have any audio prompts when the lid was opened and the device was powered on. This would prohibit the user from effectively using the device on a patient. There was no patient use associated.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.